Event description:
Device analysis laboratory received a device and reported "this record was created to capture de information related to device lot number non-allergan breast implant received at the lab on (B)(6) 2025. Device were received in the return kit related to (B)(4). Device information in the complaints for (B)(4) does not match returned device." Of a non-abbvie device. This record is for an unknown side. The device has been explanted.